Event description:
Patient was revised. The reason for revision was not provided. **update** 11/08/2011 litigation papers received, litigation states: progressive pain, which negatively affected patients ability to walk, move, or sleep. **update** 5/9/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt was revised. The reason for revision was not provided.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.